Manufacturer narrative:
Related manufacturer report number # 2916596-2021-00288. No further information was provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had hematuria. The patient was admitted for a CT urogram which seemed to indicate cystitis and right-sided pyelonephritis but it was not conclusive. There was no focal nephronia/ abscess formation. The bladder wall was thickening. Flexi cystoscopy did not reveal sinister bladder pathology or sign of malignancy. Intravenous antibiotics (meropenam and amoxyl) were administered, and the patient is currently stable in hospital. There were no further episodes of hematuria. The patient had been on intravenous antibiotics for e.coli and listed for cardiac transplant.

Event description:
The patient's e.coli infection was bacteremia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's ongoing bacteremia and possible kidney infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas and includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.